Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device, referenced is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the moderately calcified right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a watchmen interventional procedure. Reportedly, the proglide device was flushed successfully prior to use; however, no bleed back was observed from the marker lumen of the first proglide device. The proglide device was removed, flushed successfully outside the anatomy and reinserted but the same issue occurred. The suture of a second proglide device was successfully pre-placed. A third proglide device was attempted but no suture was present when the plunger was removed. The suture of a fourth proglide device was successfully pre-placed. The sheath was upsized to 16f and the watchmen procedure was completed. Hemostasis was achieved with the pre-placed sutures of the second and fourth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.